Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf098 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing cracked at the hub causing leakage. No other information was provided.

Event description:
It was reported that the tubing cracked at the hub causing leakage. No other information was provided. (B)(6) 2020- medwatch received stated, "port access needle the line broke at where you screw in the connector."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf098 showed two other similar product complaint(s) from this lot number. - attachment: [0533050000-2020-8005 file 1548439.pdf].

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf098 showed two other similar product complaint(s) from this lot number. - attachment: [(B)(4) file (B)(4).pdf].

Event description:
It was reported that the tubing cracked at the hub causing leakage. No other information was provided. 2/19/2020 - medwatch received stated, "port access needle the line broke at where you screw in the connector."